Event description:
Procedure type: open sigmoid colon resection. Patient: male. According to the reporter. When the doctor squeezed, the handle was not closing so the anastomosis did not occur. When the instrument was removed, the anastomosis fell apart. No tissue or blood loss reported. The tissue was not skeletonized prior to application, and there was an incomplete squeeze of the handles. There was a thirty minute delay to surgery to over-sew the anastomosis. No patient injury was reported.